Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 35 mg/dl. The cause for the reported low bg levels was unknown. Customer ate "sugary snacks" to address low bg levels.